Manufacturer narrative:
The report was received via med watch mw5163344 where no device make, model or lot information provided, no product returned and no images provided so the complaint could not be confirmed nor can a manufacturing review be completed. No information was provided related to patient, location or type of approach utilized when the issue took place. No information provided as to what level of the spine was being treated or for what reason. The patient bone quality is unknown. Due to a complete lack of information provided no investigation can be completed at this time, however k-wire tip fractures are a known failure mode generally related to off angled excessive force, k-wire over advancement, k-wire inadvertent contact with the pedicle screw and or sclerotic bone. No additional investigation can be completed.

Event description:
Med watch mw5163344 was received on dec 23, 2024 and stated "a small piece of k-wire embedded in pt bone chipped off and remained in a safe location. No negative events associated with this" no additional information provided.